Manufacturer narrative:
Event description: it was reported that the user opened the package of a ngage nitinol stone extractor and found the tip of the basket to be broken. The user opened a new device and was able to complete the procedure. There was no impact to the patient. Investigation / evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle and the basket formation in the open positions. The mlla [male luer lock adapter] was tight. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. A functional test determined the handle actuates the basket formation. The basket sheath was kinked approximately 25 cm from the support sheath and again 68.5 cm from support sheath. The basket formation appeared smashed and asymmetrical. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly, that the spacing between the wires is uniform, that the basket is fully open, and that the configuration of the wires is correct. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place." Based on the available information, cook has concluded that, though it is possible the device was damaged before use, the cause of the damage could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user opened the package of a ngage nitinol stone extractor and found the tip of the basket to be broken. The user opened a new device and was able to complete the procedure. There was no impact to the patient.